Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 455 mg/dl. Customer indicated that an alert was received on his pump that indicated the pump exceeded the bolus amount. Troubleshooting assisted customer in bolus settings and advised to follow up with their doctor about their high blood glucose.